Event description:
Caller states that during a correlation study, the following coaguchek xs/coaguchek s results were obtained: patient 1: 2.3 inr/3.0 inr. Patient 2: 3.5 inr/4.6 inr. Patient 3: 3.2 inr/5.5 inr. Patient 4: 2.9 inr/1.8 inr. Patient 5: 2.2 inr/3.0 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Caller is unsure which coaguchek xs system (of two) produced specific result.

Manufacturer narrative:
This medwatch is for suspect device in the coaguchek xs system.